Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the v-pro max sterilizer and found the unit to be operating properly. No repairs were required, and the unit was returned to service. The technician was informed that the employee subject of the event was not wearing proper ppe specifically gloves as stated in the operator manual. The v-pro max sterilizer operator manual states (6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." The operator manual further states (1-2), "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro max sterilizer. The operator manual states (a-1), "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." The technician counseled facility personnel on the proper use and operation of the vpro max sterilizer, specifically wearing proper ppe and properly drying instruments before processing. No additional issues have been reported.

Event description:
The user facility reported that an employee was removing an instrument tray from their v-pro max sterilizer and observed moisture. The employee proceeded to touch the moisture without gloves and obtained a burn to their hand. The user facility did not disclose if medical treatment was sought or administered.